Manufacturer narrative:
H3, h6: the pcba bi31000169 battery charger 1 (rev. 2 : s/n (B)(6) was returned for analysis. Analysis found that the product passed visual inspection. The charger board was tested using a fluke meter and failed bench testing due to no power being measured on the charger d output. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The pcba bi31000170 battery charger 2 (rev. 2 : s/n (B)(6) was returned for analysis. Analysis found that the product passed visual inspection and all led's were lit on both the pcba and text fixture. The unit passed bench testing and all chargers output voltages passed. The battery charger was installed into a known good system and the system initialized. Motion, generator, communication, and charging readied. 2d and 3d imaging was successful and the unit passed rad gain calibration medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000524, lot/serial: unknown. Medtronic representative went to the site to test the equipment. Testing measured 36vdc between pins 12 and 13 on charger side of j7. While conducting pm it was noted there was an error 25 during exposures. The battery charger pcb's 1 and 2 were replaced. The system passed system checkout and was functioning as expected. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during preventative maintenance (pm) it was found that there were overcharging batteries in charger board 1. There was no patient involvement.